Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Moreover, insulation was confirmed to be damaged based on observation of a cut in the ouer insulation.

Event description:
It was reported that the patient was scheduled for a right ventricular (rv) lead revision due to high pacing thresholds. During procedure, the physician noted an outer insulation defect on the rv lead near the suture sleeve and the physician then decided to replace the lead. This rv lead was explanted and replaced. No additional adverse patient effects reported.